Event description:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. . The issue was decided to be reported based on available information as a defective gas module may lead to stop of ventilation, low o2 or high pressure. Identification of issue has been done by analyzing problem description and service report. Unfortunately, device logs have been not available for the further analyze of the issue. There was no patient involvement. The o2 gas module was found to be faulty. Its replacement is necessary to resolve the issue. The o2 gas module regulates the inspiratory gas flow and gas mixture. Defective part has not been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).